Event description:
It was reported that the patient had an initial trauma procedure on unknown date, subsequently, under full load the plate fractured, so the patient underwent re-plating using double-plate osteosynthesis. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.